Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s ins was dead and that he had not charged in years. The patient also stated that charging had been ¿profanity.¿ it was noted he had a spinal fusion surgery which relieved the pain for which the stimulator was implanted. The patient inquired about explant and was advised to discuss that with a surgeon. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.